Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime, basic occlusion, force sensor and self test. Insulin pump has unexpected battery power loss and did not pass sleep current and active current measurements due to moisture damage on electronic assemblies. Unit did not have unexpected history pointers failed, trace pointers are invalid, post-reset ram crc alarm, and critical pump error upon testing pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was unknown. Customer also reported device software error, trace pointers are invalid and post-reset ram crc alarm. The insulin pump was exposed to moisture. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.